Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 280-290 units of insulin. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a minimum fill notification occurred, however the customer declined troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 211 mg/dl..